Event description:
It was originally reported that the patient developed erosion at the neurostimulator site. The patient was at home in good condition. The company representative confirmed that the patient bumped her device site and broke open the stitches. A culture was taken which was negative. A week after the culture was taken, the physician decided to replace the neurostimulator and lead. He did not want to risk infection. No surgical complications have been reported.